Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report 1627487-2021-13154; related manufacturer report 1627487-2021-13157; related manufacturer report 1627487-2021-13160. It was reported that the auto reducing issue was observed. Patient experienced increase pain. Upon interrogation of the system, high impedance issue was observed on the l5 lead. Upon x-ray review lead migration issue was observed on the s1 lead and l3 lead had fracture issue. A surgical intervention is anticipated in the near future. This lead is being reported since it is unknown which leads will have a surgical intervention. No additional information is available at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Upon review, the kit implantable slim tip lead, 50cm should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.